Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Medical device expiration date: unknown. Device manufacture date: unknown. Date of event is unknown; awareness date has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using unspecified bd insulin syringe there was foreign material found. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the insulin syringes that I buy in the bag that contain 10 units, always come with at least 2 units with traces of liquid.

Manufacturer narrative:
H6: investigation summary: no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported while using unspecified bd insulin syringe there was foreign material found. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: the insulin syringes that I buy in the bag that contain 10 units, always come with at least 2 units with traces of liquid.